Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using day aligners the patient reported, "I have attached photos of the alignment I am concerned about, which is my lower front teeth. In one photo I circled the tooth that needs to come forward more in order to be aligned with the others. It is almost there but not quite. I would like to fix this before getting my lower retainer! The last week I've been experiencing issues with my jaw and I after some thought I don't think it's safe or feel comfortable having to wear another aligner for my bottom teeth in order to get them fixed. Thank you for getting back to me and for the information! I did read in the warning email that was sent out that a side effect was an increase in tmj. I believe I am experiencing that versus just regular jaw discomfort due to aligners."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.